Event description:
It was reported that large air bubbles were found in tubing. Customer experienced blood glucose level of 310 mg/dL. Technical Support instructed customer was instructed to disconnect and prime out air, ensure insulin drops at tubing end, and replace supplies as necessary before resuming insulin delivery. Customer resumed insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.